Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic after experiencing diaphragmatic stimulation. A chest x-ray and magnetic resonance imaging confirmed cardiac perforation of the patient's right ventricular lead. Prior to the procedure it was noted the patient had developed a fever and was suspected to have an infection. The physician did not allege that the suspected infection was due to the patient's system or any procedure relating to the system. The patient's entire system was explanted. The patient's condition was stable throughout the procedure.